Event description:
It was reported that the subject device had a dark image. No patient harm reported.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r unit (charge coupled device) light guide bundle deterioration, cable unit light guide bundle bent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image dark is caused by a component failure of the r-unit and the universal cable. Light guide bundle deterioration is caused by a component failure of the r-unit., cable unit light guide bundle bent is caused by a component failure of the universal cable a review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.